Manufacturer narrative:
Correction: patient ID has been updated. Additional information: patient date of birth provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available. No evaluation has been performed as the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was unable to get the patient registered. The site proceeded without navigation until a manufacturer representative arrived. It was reported that the scan was to protocol, but the patient's head was tilted back. After showing 3-point tracer, the surgeon was able to register the patient and use navigation for the rest of the case. There was no reported impact to patient outcome. The surgeon spent fifteen minutes attempting to register before proceeding without navigation. There was a reported delay to the procedure of less than one hour due to this issue.